Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (water check time out ¿ unable to reach calibration temperature). Mss had asked the user to drain the water from the left port and it drained less than 300 cc. Mss discussed this was indicative of a failed mixing pump. The user stated that they would replace the pump onsite. As per communication with tech support on (B)(6)2023, biomed called back because device was not passing calibration for an error 82 e 0 a 0 (water check time out ¿ other condition), tech support told biomed to run a functional check and call back. Biomed called back on (B)(6)2023, stating the functional check passed, and heated to 40 and 6, biomed restarted the calibration and failed for error 91 (heater test ¿ element 1 failure), it was determined he had a failed heater, biomed would order heater and repair onsite. As per wo update on (B)(6)2022, this device has had error 80 (water check time out ¿ unable to reach calibration temperature), 82 (water check time out ¿ other condition) and 91 (heater test ¿ element 1 failure), biomed already replaced the mixing pump, chiller pump and tested the heating elements and all read good. Coming to find the root cause of issue, the calibration testing unit being used was just recently calibrated by the depot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a heater element failure. Per communication with tech support, all good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration with an error 80 (water check time out ¿ unable to reach calibration temperature). Mss had asked the user to drain the water from the left port and it drained less than 300 cc. Mss discussed this was indicative of a failed mixing pump. The user stated that they would replace the pump onsite. As per communication with tech support on 05jan2023, biomed called back because device was not passing calibration for an error 82 e 0 a 0 (water check time out ¿ other condition), tech support told biomed to run a functional check and call back. Biomed called back on 06jan2023, stating the functional check passed, and heated to 40 and 6, biomed restarted the calibration and failed for error 91 (heater test ¿ element 1 failure), it was determined he had a failed heater, biomed would order heater and repair onsite. As per wo update on 06jan2022, this device has had error 80 (water check time out ¿ unable to reach calibration temperature), 82 (water check time out ¿ other condition) and 91 (heater test ¿ element 1 failure), biomed already replaced the mixing pump, chiller pump and tested the heating elements and all read good. Coming to find the root cause of issue, the calibration testing unit being used was just recently calibrated by the depot.